Manufacturer narrative:
Thrombus was confirmed upon evaluation of the returned pump. Examination upon disassembly revealed a flat, tissue-like deposition caught between the blood tube and the distal end of the rotor. Areas of this deposition were hard and denatured, indicating that it was present while the pump was supporting the patient, but may have originally formed elsewhere. Although a root cause for the development of this deposition could not conclusively be determined, it could have contributed to the reported event. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis, bleeding, and respiratory failure are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains ongoing on lvad support with the replacement device. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 2 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was at home and had a sudden onset of respiratory distress including shortness of breath, unspecified heart failure symptoms and low flows outside of the calculated range. The patient was taken to the emergency department and continued to decompensate with increasing shortness of breath and dizziness. High dose vasopressors were initiated. The patient was admitted to the intensive care unit on (B)(6) 2016 for further evaluation of possible pump thrombus. The patient was intubated and inotropes were started for blood pressure support. An echocardiogram revealed moderate aortic insufficiency, mild mitral regurgitation, and moderate tricuspid regurgitation at a speed of 11,000 rpm. The left ventricle was dilated and the right ventricle appeared to have moderate function. On (B)(6) 2016, the patient underwent a pump exchange. The patient had a history of previously unreported gastrointestinal bleeding from (B)(6) 2014 to (B)(6) 2015. It was reported that gastric arteriovenous malformations had been found and coumadin and aspirin had been discontinued in (B)(6) 2015. No further information was provided.